Event description:
It was reported that the customer received a motor error alarm on the insulin pump while filling the tubing. The customer's blood glucose was 134 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer further reported a no delivery alarm, which would have occurred during basal rate insulin delivery, as customer had just gone to the main menu. Troubleshooting was not performed for this. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.